Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead sensing dropped and would not capture at max out. Lead impedance was found to be high post-op check and other lead parameters were found to be normal. Post lead implant impedance measurement dropped. Patient was asymptomatic. Lead dislodgement was suspected and confirmed under fluoroscopy. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
Correction: report should have contained 2534-decreased sensitivity in h6.